Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator exhibited under-sensing of an r-wave during a ventricular tachycardia episode. Therapy was still delivered appropriately. Programming changes were discussed; no intervention was reported. There were no patient consequences reported.